Event description:
While a 35 year old male patient was having a dental surgical extraction procedure the patient heard the noise of the drill and felt the vibration and clamped down on the handpiece closing his mouth. This motion dislodged the bur out of the handpiece. The patient began to cough making it difficult to capture the bur with both high speed suctions in the mouth of the patient. The patient was instructed to sit up and cough however the bur was not recovered. The patient was in good condition. The patient was given a referral for a chest radiograph and instructed to go as soon as possible for locating the bur. As of the date of this report, the reporter stated the patient has not gone to get an x-ray.